Event description:
It was reported that the customer experienced high blood glucose of 570 mg/dl. At the time of reporting, customer's blood glucose was 527 mg/dl. Customer was treating with manual injections. Troubleshooting was performed with the customer's insulin pump. The drive support cap appeared normal. Insulin exited the tubing during manual priming and there were no leaks or air found. Settings and history were found to be correct. Customer did not have a tubing clamp available to perform high pressure test. She was advised to change the entire set, reservoir, and insulin. Upon removal of the infusion set, the cannula was not bent but possibly occluded with blood. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.